Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) reported an alert that was detected for right atrial automatic threshold (raat) suspension. Technical services reviewed device data and determined the raat failed to measure the threshold due to rate too high. The presenting electrogram (egm) shows atrial arrhythmia in progress at rates below the atrial tachy response (atr) mode switch rate. It was noted both atrial undersensing and functional undersensing was observed in the presenting egm and in the stored left ventricular automatic threshold (lvat) episode. The most recent atrial intrinsic measurement was 0.7mv (millivolts). The battery status is normal and other lead measurements are satisfactory. Further review with a programmer was recommended. No further assistance was requested at this time. At this time, the device and right atrial (ra) lead remain in service. No adverse patient effects were reported.